Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The issue was confirmed using artemis, with the following errors recorded: c-33 on (B)(6) 2025 at 06:46:24 am and u-04 on (B)(6) 2025 at 07:20:51 pm. Upon visual inspection, no issues were found that would be related to the reported event. The erbe unit was tested using the system and successfully energized and cauterized all ports and instruments without any issues. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, customer had a small red screen on the integrated electrosurgical unit (iesu) [erbe], c-00 and c-33. Prior to calling in, customer had power cycled erbe with no change. Technical support engineer (tse) walked customer through a hard power cycle of the erbe, but error came back on power up. Tse offered option to move to a third party generator or bring in another vision side cart (vsc), but customer stated they would just move to another room. The procedure was aborted to another dv system with no reported injury.